Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Competitor cement was used. Patient is 6 months out from total knee surgery. She was never completely pain free and in january suffered a fall on to the operative knee. The surgeon felt the tibia was never well fixed in the cement/implant interface and this was confirmed at the time of revision with minimal cement adherence to the tibial tray. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.